Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08760 inches. Unit successfully downloaded to thump. No pump errors noted in the pump history download. Confirmed 25.525 units of normal bolus was delivered on 05/19/2024 between 04:08:49.000 and 21:40:01.000. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Unit received with low suspend alarm functioning properly. No unexpected no low suspend alarms noted. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. Confirmed low suspend alarm functioned properly during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported blood glucose value of 52 mg/dl. The customer reported pump automatically suspended the insulin delivery. The event involved product(s) mmt-7040a, mmt-342, mmt-1884, mmt-441aj. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a, mmt-342 and mmt-441aj. Mmt-1884 was requested and customer response was the device will be returned.